Event description:
Muscle tear/injury with minimal stress. This has occurred frequently since 3/78 in rptr's wrists, elbow and back. Severe intermittent low back strain has brought on degenerative disc disease. Rptr has some discomfort in wrists, thumbs and ankles. These are symptoms of soft tissue rheumatic syndromes. Also, has chronic bronchitis, and is being treated for depression and insomnia.